Event description:
It was reported that during a revision acl surgery, the tip of the hook probe broke and the broken piece of the probe could not be retrieved. However, the procedure was completed without delay.

Manufacturer narrative:
The following fields have new information: b4, d9 (returned to manufacturer), g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions), h7, and h11. The hook probe wl 115mm h 4.5mm, (B)(6), was examined in the specialist department. According to the examination report, the hook probe in question is well over 25 years old and shows very heavy signs of use. The tip of the instrument is bent and broken off. The cause is due to mechanical overload, probably caused by excessive force being applied during use. The instrument has been in the market since (B)(6)1979. As no batch number was indicated and none was visible on the product, it was not possible to determine the batch and therefore the date of manufacture or the product history. In the last 10 years there have been no complaints about the hook probe type (B)(6) with (B)(4) units sold during this period. In chapter 9.1 visual inspection of the instructions for use, ga-b213 / en / EU / v1.0 / 2021-02, the user is advised that labels and markings required for safe and proper use must be legible. If one or more criteria of the described checks are not met, the user is instructed (chapter 9.3) to replace the medical device or, if necessary, to return it for repair (to the original manufacturer or to a repair authorized by the manufacturer). In addition, chapter 10 "use" refers to the limited stability of the products and warns against excessive force applications. Possible hazards relating to the loss of parts and/or user error were taken into account in risk assessment b4-12: (v00) reusable rigid mechanically blunt instruments with the corresponding extent of damage and probability of occurrence. The risk is known in risk management, it is classified as acceptable, and the risk minimization measures are considered effective. It does not affect other persons, users, third parties, goods or the environment. The risk arose due to at least one of the following causes: user error regarding instructions for use, deviations from the intended purpose, the intended use, incorrect cleaning or sterilization, incorrectly completed associated documentation or other violations of laws, standards or specifications of richard wolf gmbh to which there was an obligation to comply. Since the hook probe has worked perfectly for the customer for a long time and there have been no further complaints about this type for 10 years, there is no evidence of a production or material defect. It is very likely that the tip of the probe has broken off due to excessive force and we therefore suspect user error.